Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Event description:
Patient reported to have undergone right total hip arthroplasty on (B)(6) 2003. Patient further reported that a bone density scan revealed acetabular cup loosening and a fracture. Additional information received indicates that a revision procedure occurred on (B)(6) 2014 due to pain. During this revision procedure, it was noted that the acetabular cup and femoral stem were both well fixed and not loose as per previous bone scan result and there was no sign of infection. The modular head and acetabular cup were removed and replaced.

Event description:
It was reported patient underwent a right total hip arthroplasty on (B)(6) 2003. Patient further reports pain, swelling and possible bursitis. Subsequently, patient reported having undergone a bone density scan which revealed cup loosening and a fracture. No revision has been reported to date. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 8 mdrs filed for the same event (reference 1825034-2014-08710 / 1825034-2015-05049 - 05055).

Event description:
It was reported patient underwent a right total hip arthroplasty on (B)(6) 2003. Patient further reports pain, swelling and possible bursitis. Subsequently, patient reported having undergone a bone density scan which revealed cup loosening and a fracture. No revision has been reported to date. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received indicates that a revision procedure occurred on (B)(6) 2014 due to pain. During this revision procedure, it was noted that the acetabular cup and femoral stem were both well fixed and not loose as per previous bone scan result and there was no sign of infection. The modular head and acetabular cup were removed and replaced. Additional information received reported the patient was revised on (B)(6) 2015 due to infection. The head, taper, and stem were removed and replaced with cement spacers. Subsequently, the patient fell in to a coma approximately 24 hours after the procedure on (B)(6) 2015. No further information has been provided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." And "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption, excessive weight, and/or excessive unusual and/or awkward movement and/or activity. "